Event description:
It was reported that on (B)(6) 2025, at 01:00 pm the device suddenly triggered continuous alarms and stopped operating, and a burning smell was noticed coming from the device. The device was replaced with another ventilator, and its use was discontinued. There were no patient health consequences reported.

Manufacturer narrative:
The affected device was examined onsite by technician, and a faulty pcb control board was identified as root cause of the reported stop of ventilation during patient use. Neither log file nor replaced parts were available for further investigation at the manufacturer¿s site. The faulty pcb control board must be replaced prior to next patient use. The savina device continuously monitors the status and function of the internal components, sensors and software modules. If an internal deviation is detected, an audible and visual alarm is generated. In case of total loss of functionality of the pcb control board, the pneumatic system opens, which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. In addition, the risk of fire, e.g. Due to overheating of electronic components, is subjected to various risk control measures; these include material selection in accordance with ul94 requirements. The electronic compartment is separated from the pneumatic area. In the current event, the device reacted as specified to a detected deviation and generated a continuous alarm to alert the user of the situation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.